Event description:
On march 31, 2022, the patient/lay user contacted lifescan (lfs) USA alleging that her onetouch ultra2 meter read inaccurately low compared to a laboratory device. The complaint was classified based on the customer care agent (cca) documentation and on additional information obtained after customer care (cc) reviewed the call recording and made a follow-up call with the patient. The patient reported that the subject meter started displaying allegedly inaccurate low readings on march 31, 2022, at an unspecified time. The patient reported that she obtained blood glucose readings of ¿77, 96 and 74 mg/dl¿ on the subject meter compared to an unspecified reading on a laboratory device, performed one hour apart from each other. The patient did not report how she manages her diabetes but stated that she did not take any action in response to the alleged issue. The patient claimed that on the same day, after the alleged issue occurred, she developed symptoms of ¿headache and dizziness¿. The patient denied receiving any medical treatment for the reported symptoms. During troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject meter. The cca established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The cca was unable to confirm if the control solution was in range. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after using the product. The subject meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.